Manufacturer narrative:
The pump has been returned to animas. Eval revealed that there was contamination under the down and ok button contacts. The down and ok buttons intermittently activated pump functions when pressed. No conclusion can be made at this time.

Event description:
The distributor reported that the pump's buttons were sticking.